Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the 9600 system had a precharge failure error message prior to a case. No patient injury was reported.